Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician attempted to place two bravo capsules, but both failed to detach from the delivery device, but a third capsule was placed successfully to continue the procedure. There was no harm to the patient and no medical intervention was required. There was nothing unusual about the patient or the procedure itself that may have led to this event and an endoscopy had been performed prior to the bravo procedure and the esophagus appeared to be normal. There was no lubricant used to facilitate capsule placement and the two defective capsules will be returned for investigation.

Manufacturer narrative:
Device evaluation: the capsule and delivery device were received for evaluation. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.